Event description:
Reporter stated that he obtained a result of 187 mg/dl on the advantage system while using expired strips. Reporter alleged that a few seconds later he fell, alerted the emergency service who called an ambulance service. Reporter stated they arrived about 20 minutes later and obtained a result of 31 mg/dl on their device before giving him unspecified treatment intravenously and dextrose. Reporter stated he was taken to the hospital where another result of 38 mg/dl was obtained on their system, he was given a meal and allowed to sleep. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.